Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that after inserting and connecting the intra-aortic balloon (iab), the cardiosave intra-aortic balloon pump (iabp) generated an fiber optic sensor failure message and the pressure waveform was not displayed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the sheath and catheter tubing. The extender and pressure tubing were returned. The competitor sheath was returned attached approximately 20.0cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing, extender tubing, and pressure tubing was performed and a leak was detected near the iab tip, approximately 25.1cm from the rear seal. The evaluation confirmed the reported sensor failure. However, we are unable to determine how this failure may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the sheath and catheter tubing. The extender and pressure tubing were returned. The competitor sheath was returned attached approximately 20.0cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing, extender tubing, and pressure tubing was performed and a leak was detected near the iab tip, approximately 25.1cm from the rear seal. The evaluation confirmed the reported sensor failure. The root cause is addressed under scar 21-f-scar-14; in which it was found that the optical fiber was broken inside the connector assembly. Total preventive maintence was implemented for the eddy dispenser to establish a frequency maintenance using maximo platform. Additionally, weighing method improvement was implemented to ensure correct epoxy amount was placed into sensor cable connectors. An additional corrective action was guard installation with automatic motion on eddy dispenser to prevent take out connectors during epoxy injection cycle. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).